Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer fried new batteries. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged failed battery test found on january 19, 2022. Insulin pump received with a failed battery test alarm denying access to the menu. Insulin pump could not perform displacement test, sleep current measurement test, active current measurement test, and self test due to a failed battery not allowing access to the menu. The test p-cap locks properly in place of the reservoir tube. Insulin pump was cut open to perform visual inspection and no anomalies noted. Insulin pump history was downloaded successfully prior, however, insulin pump has a failed battery test when received for analysis. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on liquid crystal display window. In summary, customers alleged failed battery test was confirmed on boot up where a failed battery alarm showed up multiple times. Failed battery test isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.